Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker had overestimated the battery's longevity. The pacemaker was explanted when the pacemaker reached normal elective replacement indicator (eri). There were no patient consequences.

Event description:
Related manufacturer reference number: 2017865-2022-08767.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. Analysis performed did not identify any functional issues. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, as received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found at the elective replacement indicator with prolong implant duration consistent with normal usage. The hybrid circuitry was tested, and the results indicated normal current drain. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.